Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex blue line ultra cuffed tracheostomy tube had fluid in the tracheostomy tube pilot balloon and in the pilot line. This event was observed by a community nurse during attendance to a client's home to change the tube. The tracheostomy tube was changed with no complications. The new tube cuff was inflated to 30cm h2o and checked using a manometer. The tracheostomy tube was changed "every 3/52" (weeks) due to cuff leaks that resulted in ventilator malfunction and alarms activating overnight. The cuff must be inflated at all times due to the patient's inability to protect his airway from oral secretions and was considered a high risk for aspiration. No patient injury was reported.